Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (128-fxxx) issue. The reporter stated that the pump emitted a replace battery alarm with code 128-fb88, and the pump was allegedly rebooting without user intervention. The yellow o-ring of the battery cap was also reportedly visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.